Manufacturer narrative:
Date of submission (B)(6)-2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)-2018 with the following findings: during investigation, the pump was returned with the bolus button detached. The button responsiveness was unable to be tested for responsiveness during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging the audio bolus button was under responsive and missing/peeling. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.